Event description:
It was reported that the boston scientific representative had called in to review the atrial tachy response (atr) episodes and discussed about the flat electrogram (egm) after the ventricular pacing (vp) and possible loss of capture (loc). There was farfield oversensing noted. Technical services (ts) discussed that there was hard analog blanking after the vp so the morphology depends on how wide it is and how much is outside blanking period. The patient was seen in the clinic. The hcp will be performing troubleshooting with the bsc representative. This device remains in service. No adverse patient effects reported.